Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa pump malfunctioned while in use with the patient. It was reported that the reservoir volume from the cassette was empty within half a day. This occurred while the settings were decreased. Additional information was received that the reservoir volume was now set and it was not set before. After consultation, the reservoir volume could be removed from both the day and night pump, it had no function for the patient. There were no reported adverse events. Additional information was requested, but a response was not received.